Event description:
It was reported to medtronic minimed that the customer experienced motor error alarm. The customer experienced hyperglycemia and was treated with insulin pump (subcutaneous insulin infusion). Customer mentioned of having ketosis. The event involved product(s) mmt-712wws. Troubleshooting was not performed. Customer had been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-712wws will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0870 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The pump alarmed motor error during occlusion test due to faulty fsr (gold). The motor was tested outside of the pump and passed. The following were noted during visual inspection: cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There was no data available in april 2024 in the pump history file. Unable to verify motor error alarm on the event date 28-apr-2024 in the pump history file due to no data. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 28-apr-2024 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 28-apr-2024 in the pump history file due to no data available. The pump passed all of the tests except the occlusion test. Motor error alarm confirmed during occlusion test due to faulty fsr (gold). The motor was tested outside of the pump and passed. Unable to confirm alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.